Event description:
Home pt's (hp) spouse contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during drain 3/5 of their automated peritoneal dialysis (apd) therapy. Reportedly, hp had disconnected the transfer set from the pt line of the homechoice set during a dwell cycle. Hp did not return to the cycler in time for the drain cycle to follow, the cycler flashed the system error 2240 message on the display. Hp's spouse reconnected hp's transfer set to the pt line of the homechoice set in an attempt to clear the alarm. Tsc assisted hp's spouse in ending therapy early and advised hp's spouse to contact hp's rn regarding the incident. Per rn, no pt injury or medical intervention was associated with this incident.